Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on an unknown date under general anesthesia. According to the complainant, five minutes into the ablation phase, a 10 cc fluid loss alarm was displayed. The physician noticed that the hta procedure sheath was warm and possible fluid escaping through the cervix however, she decided to continue with the ablation. Two minutes left in the ablation phase another fluid loss alarm was displayed so the physician manually entered cool down. After the procedure, the physician noticed a possible superficial burn on the 5 o'clock area of the cervix. Silvadene cream was used on the affected area as a preventive measure. An additional attempt has been made to obtain follow up event details with no response from the clinician.